Event description:
Customer reported osp wash fluid was leaking from the wash container stack. While operator was wiping off, the fluid underneath the washer/dispenser module, she rec'd a mild shock. No death or serious injury was associated with this incident.